Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.